Event description:
After an implantation period of approx. 144 months oversensing and inappropriate shocks were reported. The lead was capped and a new lead was implanted. Apart from the shocks no further patient side effects were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. In the recorded period between 21-dec-2019 and 14-apr-2020, the right ventricular pacing impedance was initially recorded at 450 ohms, before it abruptly rose onto 860 ohms in the end of the recorded period. In the provided iegm episodes artifacts were visible in the right ventricular and farfield channel leading to the reported oversensing as well as inappropriate ICD charging's and shocks. The analysis of the provided radiographs gained no additional information regarding the root cause of the reported oversensing and shocks. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.